Event description:
The customer received a blood glucose reading of 348mg/dl on the contour next usb, retested on a contour next and the reading was 111mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was not expected to return the strips for evaluation. Replacement meter was sent to the customer.